Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot #73k1900468 investigation did not show issues related to the complaint.

Event description:
It was reported that, when the user fired a staple, it did not fit in the tissue so that could not suture. Therefore, a new unit was used instead.

Event description:
It was reported that, when the user fired a staple, it did not fit in the tissue so that could not suture. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73k1900468 was manufactured on 10/18/2019 a total of (B)(4) pieces. Lot was released on 11/01/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The staples appear properly aligned. The stapler was received with 26 staples left in the cartridge indicating that at least 9 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result for the next 5 staples. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the pad. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in.". A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. The staples were successfully applied to a simulated skin pad with no issues engaging with and closing in the skin pad. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.